Event description:
The device was returned for mechanical hardware failure (screen). Device was able to pass mock infusion testing successfully. Touchscreen was working as normal. Device was opened to inspect for internal damage and connection integrity. The connection for touchscreen functionality was secure but was disconnected and re-seated by investigator.

Event description:
The following has been reported: type of alarm: touch screen not responding. Pump infusing? Yes. Patient harm? No. Hard power reset? Yes. Result of power reset? Alarm cleared. Reported by: rn. Other notes: (B)(6) 2024--powered up without alarm. Logs ran. (B)(6) 2024--test infusion of 30 ml over 15 minutes performed without issue. New logs pulled. Pump returned to service. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.